Manufacturer narrative:
Upon inspection, the hrc technician determined that parts of the lift were bent, and that the unit may have been side lifted. Follow up attempts have been made with the customer to schedule a repair but it is currently unknown if the unit will be repaired or scrapped. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. Although there was no injury reported with this event, if the malfunction of a caster lifing up off the floor due to a bent part on the lift were tor recur during a patient transfer, it could lead to serious injury or death. Therefore, hillrom is reporting this event.

Event description:
The customer alleged the back left caster came up off the floor when lifting weight of around 200lbs. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).